Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed via manual insulin injection. Customer was unable to complete troubleshooting with tandem technical support at time of call. Multiple attempts were made by technical support to follow up with the customer and complete troubleshooting, but no response was received.